Manufacturer narrative:
Unit was received with a blank display, problem isolated to pcba1. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to blank display. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing reservoir tube o-ring, missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.